Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms seven months earlier. It was also noted at that time the patient went into atrial fibrillation (af). During the current in office interrogation they were unable to obtain a ra impedance measurement. Boston scientific technical services (ts) was consulted and discussed they may not be able to obtain one as commanded pacing pulses do no go through due to rate of af. It was noted that the patient has not experienced any symptoms. At this time the ra lead and crt-d remain in service and no adverse patient effects were reported.